Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing high blood glucose levels, which had gone up to 225 mg/dl, and was treated with bolus delivery. The customer needed assistance linking their blood glucose meter to the insulin pump. The customer agreed to perform troubleshooting for their high blood glucose. The insulin pump tested within specification. The customer did not have a tubing clamp, so the high pressure test was not performed. In the alarm history there were multiple low reservoir and low battery alerts. Also, there were multiple no delivery alarms, which, the customer stated that were resolved by changing the infusion set. The customer also stated that while they were doing yard work, the infusion set came off of their skin. The customer stated that they had just changed the infusion set the night prior to the phone call, so they did not want to change it again. At the time of the phone call, the customer's blood glucose was 88 mg/dl. Nothing further was reported.